Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using mckesson prevent sg the medication could not be expelled. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that it is difficult to push medication through needles. Event date: (B)(6) 2022. Difficult to impossible to push medication though needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-apr-2022. H.6. Investigation: it was reported it is difficult or impossible to push medication though the needles. To aid in the investigation, fifty samples in sealed blister packaging were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution, all of them expelled the solution with normal flow. A device history record review was completed for provided material number 306616, and lot number 1244738. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Event description:
It was reported while using mckesson prevent sg the medication could not be expelled. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that it is difficult to push medication through needles. Event date: 01/25/22. Difficult to impossible to push medication though needles.